Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced mesh exposure, hematuria, severe abdominal and pelvic pain, urinary tract infections, dyspareunia and stress incontinence. An anterior vaginal wall repair was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.